Event description:
Country of complaint: (B)(6). Start of preparation near the pylorus. Facility reports preparation in this area fast and without smoke generation; at the end of the curvature (of the device). Gastric major; there was bleeding at the tip of the instrument. The instrument grabbed tissue, ratchet was clicked into place and triggered the coagulation. Acoustic signal for "execution" (notification on display: "ready for seal"). The reported impression was that the coagulation was only performed for about 70%. After homeostasis; further preparation. After third case of bleeding, change to pl731su because of larger surface; still had bleeding at the tip. Generator did not alert any error. The surgery was prolonged for about one hour.

Manufacturer narrative:
Evaluation is on-going at manufacturing site.